Manufacturer narrative:
Reliability analysis was unable to confirm the adhesive anomaly on the opened and used sensors. The needle was separated from the sensor when analyzed.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 140 mg/dl. Customer removed the serter from the sensor and had one hand holding the sensor up against their body while using the other hand to hold the needle housing at the tip. Customer then pulled the needle housing straight out and the sensor came out of their body. Customer did this with 2 different sensors and only has 1 left to return. Customer was advised that replacement sensors would be sent out to them.